Event description:
After gamma3 surgery, it found the cutout of lag screw. This case was presented at the meeting of (B)(4) society for fracture repair on (B)(6) 2013. On (B)(6) 2005 gamma3 surgery was performed. After that on (B)(6) 2006 it found the cutout of lag screw. On (B)(6) 2006 revision surgery was performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.